Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker.

Event description:
Customer reported that the insulin pump's buttons were unresponsive. Customer did not recall any significant events leading up to the error. Blood glucose level was 93 mg/dl at the time of the call. No further information was provided.